Event description:
The hcp reported the pt presented in 2003 with signs of an infection of the device pocket. These included redness, drainage, and "blackened center scar." The hcp had no info on whether a culture had been done or what treatment the pt received. The info is reported to have resolved with no drug withdrawal. The pt had a risk factor of diabetes.